Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 9616680-2012-00450.

Event description:
It was reported that, the pt developed metalosis due to metal debris.